Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of ae: one day after the procedure. It was reported that a physician trained in the use of the star close se device attempted arteriotomy closure of the common femoral artery after an interventional procedure; however, during deployment of the clip, the hemodynamically stable patient began to experience hypotension. Post deployment, the patient developed a large retroperitoneal hematoma on the right flank. The treatment include IV fluid, 2 units fresh frozen plasma, 2 units packed red blood cells, levophed and dopamine. It should be noted that the patient had a low hemaglobin and hematocrit prior to the procedure and was receiving packed red blood prior to the start of the procedure. The hypotension resolved the evening of the procedure day. Additionally, it was reported that one day post a right internal/common carotid artery stenting procedure, the patient developed mild left upper extremity weakness and neglect. A CT was done showing no change from the previous one. Six days postprocedure, the neurological symptoms were improving and the patient was discharged to rehabilitation facility. Although requested, there was no additional information available.

Manufacturer narrative:
Study report. The stent remains in the patient. The lot number was provided. Neurological events are known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event. The starclose se closure device is being filed under a separate manufacturer report number.